Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event between (B)(6) 2024 to (B)(6) 2024 due to adhesive issues.the event occurred within 24 hours of insertion.the blood glucose level was 300 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.